Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a low blood glucose level of 20 mg/dl. The customer stated that they passed out while driving from low blood glucose. The customer mentions issues with lost sensor alerts. The customer states she has had (B)(4) incidents of emergency events where the paramedics have treated her for low blood glucose levels over the past year starting back in (B)(6) 2015, but the customer did not give specific dates of the events. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.